Manufacturer narrative:
The issue was found during testing is prior to therapeutic application and presents no direct patient harm. Based on this information, this is not a reportable event.the field service engineer (fse) confirmed the error was the blower stalled. The fse replaced the blower, air inlet filter, and the blower motor controller board. Performance testing passed successfully, and the issue was resolved.

Manufacturer narrative:
Date of report: 7/22/2021. Customer phone # (B)(6).

Event description:
The customer reported the ventilator does not power on. There was no patient involvement.